Event description:
It has been reported, the pt's lead have migrated and she is not feeling optimal stimulation. Surgical intervention is pending to explant and replace the lead to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.